Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with juvéderm® ultra xc the needle disengaged and the product was lost. No injury to the patient or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during injection with juvéderm® ultra xc the needle disengaged and the product was lost. No injury to the patient or injector. The packaged needle was used.